Event description:
A hospital in (B)(6) reported that a crack was found in the top of the chamber dome of an mr290 humidification chamber before use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned and was visually inspected. Results: the visual inspection revealed that the chamber dome was cracked at the at the top of the chamber next to the gate. A lot check revealed no other complaints for this lot number. Conclusion: the damage to the chamber was noticed prior to patient use. From the appearance of the cracking, it is most likely that the damage was caused by some sort of impact to the chamber, probably during transportation or storage of the device. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. In addition, a visual inspection is performed after the port caps are assembled on to the chamber on the production line. Any product which fails this visual inspection is rejected the user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."